Event description:
New information received indicates the lead was capped and replaced.

Event description:
It was reported that the lead exhibited no capture. A lead replacement was scheduled.

Manufacturer narrative:
No medwatch form was received.